Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and the following information was provided: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Yes, the device delivers staples but the staple line wasn't complete, the device cut but the cut line was jagged & tissue slippage occurred, there was no difficulty in opening the device. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that was a misfired reload while stapling in sleeve gastrectomy case. There was a 20 minute delay in surgery and there were no patient consequences.